Event description:
The customer reported via phone call that the customer experienced low blood glucose level and also insulin pump was over delivering. The customer¿s blood glucose value was 42 mg/dl. The customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer treated low blood glucose value with glucose tablets. The auto mode feature was not active at the time of event. Customer stated insulin dripping from end of set before connecting at their site. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer alleging possible insulin pump was over delivery because customer was not confident with the insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .